Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the device encountered a sharp edge leading to the rubber coming off. A definitive root cause was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
There was an unspecified complaint regarding the rhino-laryngo videoscope. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue and the following were found: the bending section cover had a hole and failed the leak test; the bending section cover glue was lifted; the objective lens glue was chipped; the light guide lens was cracked; the bending section had a dent; there were multiple large dents/buckles/chemical damages on the insertion tube; the light guide tube had dents/buckles/scratches; there were dents and scratches on the video cable; the cover glass was loose; the video connector had scratches and dents; the angulation was not within standard values; and the labels were not properly fixed. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.